Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that an (B)(6) female patient had passed away on (B)(6) 2014. The patient was alone at home with no family present at the time of passing. A review of the patient's downloaded data showed that the lifevest detected three asystoles events on (B)(6) 2014 at 12:33am, 6:25am, and 6:26am. An asystole is not a treatable rhythm with the lifevest. The patient's downloaded data showed "runtime expired" messages on (B)(6) 2014 from 4:56am until the device was shut down at 6:27am. There was no evidence that the lifevest cause or contributed to the death of the patient.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. As received, the electrode belt was fully functional and able to detect and treat. The electrode belt-monitor connection was fully functional. There is no evidence to suggest that the monitor or belt caused or contributed to the patient's death. Monitor: 03/2013 - reuse. Belt: 01/2014 - reuse.